Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Log history was not provided therefore no review could be performed. The device was not sent back to brézins as per error it was directly sent to local repair service. Several tests were carried out but the event could not be reproduced and all tests were compliant with IFU specifications. In the work order, it was mentioned about a possible error of the drug library, but after testing the equipment, the device worked correctly, without any part replacement. No technical or functional cause could be identified for this event as the device worked as intended during testing. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
Speed of device was in bolus mode; infusing a morphic at 4ml/hr, flow much higher than predefined rate (predefined flow rate not reported); overdose issue.